Event description:
During the transfemoral tavr procedure, following balloon aortic valvuloplasty (bav), a 29mm sapien xt valve was prepared with 3cc less than nominal volume (30cc) and deployed 50:50 aortic/ventricular (a/v). The patient¿s blood pressure was fine for about 2 minutes; then started to decline. A pericardial effusion was noted and a pericardial window was opened. The chest was then fully opened for better exploration. A left ventricle (lv) perforation was found. The perforation was repaired. A small hematoma in the rvot was also found. Upon further exploration, a small rupture at the left coronary cusp was found. The xt valve was explanted, the small rupture was repaired and an edwards magna ease valve was implanted. The patient was transferred in stable condition. It was perceived that very friable tissue and a small piece of calcium at the location of the rupture contributed to this event. The patient¿s native annulus measured 25.8mm by CT. Mild annular calcification, mild native leaflet calcification and no aortic root calcification were reported.

Manufacturer narrative:
Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, in addition to procedural factors (device manipulation), patient factors (advanced age, very friable tissue, localized piece of calcium) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.